Event description:
Evaluation summary: balloon burst radially. The distal balloon material, tip, tip seal bond, a portion of the distal inner shaft and the inner shaft marker band are detached from the catheter. The distal inner shaft was necked and stretched onto the guidewire. The track of the guidewire coils is evident on the distal inner shaft that remains. The balloon bond is present and intact with no necking or stretching. Cine image review: review of the images confirmed the presence of a tight calcified lesion in the proximal om2. Images showed the pre-dilatation of the target lesion on two occasions. Delivery of the balloon was not captured on the images; therefore, the reported difficulties could not be confirmed from the images. The images confirm that the balloon inner shaft marker remained at the target lesion in the om2 after removal of the remainder of the catheter and the procedural wire. Flow to the distal vessel did not appear to be hindered by the material that was left in the vessel after the balloon burst.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results - patient condition affected effectiveness of device (80% stenosis with heavy calcification). Conclusion results - device failure lack of effectiveness related to patient condition (80% stenosis with heavy calcification). (B)(4).

Event description:
The physician was using a sprinter over the wire(otw) balloon dilation catheter to treat a heavily calcified lesion in the 2nd obtuse marginal. The lesion exhibited 80% stenosis. The balloon was being used for pre-dilatation. The physician experienced difficulty in advancing the balloon and when attempting to cross the lesion the balloon burst and it is reported that part of the marker band and balloon detached in the patient. There was no issues noted during preparation of the device. The patient is reported to be fine and no clinical sequelae were reported.